Manufacturer narrative:
(B)(4). Additional information: a tissue sample was received and x-rayed. Ees field quality engineer reviewed the four x-ray photographs of the anvil and staple lines associated with the firing of the device with the following observations, comments and conclusion. Observations: all four x-ray images show staples from the circular device (two rows of staples) and from the transection and/or anvil removal staple lines (three rows of staples). There are a couple pieces of severed staples shown; however, I could not determine if they were the result of creating the anastomosis or removal of the anvil section. The staples visible in the x-rays have varying degrees of staple form. The forms range from properly formed 'b' to malformed. The staples having properly formed to large 'b' forms appear to be from the circular staple line. The malformed staples appeared to have been in the transactional/anvil removal staple lines along with some large 'b' forms. There are large 'b' shaped staple forms on the left side of the first x-ray just beneath the anvil and fully formed 'b' staples on the right side indicating a possible tissue imbalance between the device jaws. Comments: in general removal complications result: when the device is not completely fired out, plastic firing trigger contacting the plastic device body, per instructions for use. When the device is opened more than ½ to ¾ turns, per instructions for use. Based on the large 'b' staple forms and fully formed 'b' shaped staples observed, a possible tissue imbalance between the device jaws may have contributed to an incomplete cut (reference instructions for use). Conclusion: based on the x-ray evidence and the device analysis noting that there was no breakaway washer half inside the device throat, the most likely cause for the removal complications was an incomplete firing stroke coupled with a tissue imbalance, hence removal complications due to an incomplete circumferential cut of the tissue.

Event description:
It was reported that during an unknown procedure, the device could not be removed out of anastomosis; reconnected the head and resected it. No further information is available. Procedure was completed with same like product. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: there were no negative consequences. Patient is fine. No further information is available.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.